Event description:
It was reported that the patient was seen with a high lead impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Implant card was received reporting that the lead was replaced. The suspect device has not been received to date.

Event description:
Additional device parameters were received. No other relevant information has been received to date.